Event description:
A 18 mm diameter x 18 mm diameter x 8.5 cm length aneurx iliac flared limb stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's access vessels were moderately tortuous. It was reported that the stent graft delivery system was kinked prior to insertion in the patient; however, the physician elected to try to use the device. The continued to kink due to the moderately tortuous anatomy. The delivery system was removed from the pt and discarded. The physician did not want to place a conduit and elected to convert to an open procedure. No clinical sequelae reported and the pt is reported to be fine.